Event description:
It was observed that during the device evaluation, the flex video scope exhibited a clogged nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found dented golden pins and leak from cracked scope connector case. Evaluation found a chip at the edge. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.